Event description:
It was reported that balloon rupture occurred. The patient presented with heart failure and reduced ejection fraction for a staged percutaneous coronary intervention (pci). The 70-90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal to mid left anterior descending artery (lad). The target lesion was 100mm in length. The lesion was prepared with a 2.5mm emerge balloon and rotational atherectomy with a 1.5mm burr. A 2.5mm non-bsc balloon was unable to pass so the lesion was further prepared using 2.5mm and 3.0mm noncompliant (nc) balloons. A 3.0x38mm synergy drug eluting stent (des) was deployed in the mid-distal lad, however, the proximal 1/3 of the stent did not expand despite complete expansion of the balloons used previously. The stent balloon was eventually removed with destruction of the proximal stent architecture. An unsuccessful attempt was made to expand the proximal stent struts using a 2.0 compliant balloon and a 2.5mm nc balloon. Rotational atherectomy with a 1.5mm burr was used to disrupt the stent structure followed by serial balloon inflations. A 2.0x12mm emerge balloon was inflated for 20 seconds at 24 atmospheres but on the second inflation at 24 atmospheres for 6 seconds, the balloon ruptured. Another 2.0x15mm emerge balloon was then used followed by 2.5mm, 3.0mm and 3.5mm nc balloons with complete expansion. A new 3.0x38mm synergy stent was deployed overlapping the first stent with the same malformation and incomplete expansion of the proximal portion of the stent. After multiple long duration of inflations at 22 atmospheres, this stent ultimately fully expanded. A 3.5x38mm synergy was then deployed in the proximal lad overlapping the mid lad stent, but again did not appropriately expand in the proximal-mid segment of the stent, despite adequate balloon expansion prior to deployment. Right femoral access was obtained and using a ping pong guide technique, the lad was rewired and the circumflex wired to protect the left main (lm). The incompletely deployed 3.5x38mm synergy was retracted and removed from the coronary artery. In the process of removal from the body, the stent and part of the stent balloon dislodged and remained in the distal radial artery. The proximal-mid lad was stented proximally using a 3.5x38mm non-bsc stent and the distal lm into the proximal lad with a 4.5x30mm non-bsc des. There were excellent final angiographic results and intravascular ultrasound confirmed good expansion, apposition and no evidence of edge dissection. Surgery was planned for removal of the synergy stent and balloon lodged in the radial artery.